Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the maverick 2 monorail (mr) device was with dried blood and contrast in the wire lumen and balloon. A pinhole was confirmed in the balloon wall 3mm from the distal edge of the proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated one time to 6atms when the difficulties occurred. The balloon was being used for pre-dilation.

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous left anterior descending (lad). The 2.5x12mm maverick 2 monorail balloon was advanced and was inflated; but the inflation device did not hold pressure and inflation was stopped. Physician pulled negative pressure and blood was pulled back into the inflation device. Physician felt that a balloon rupture had occurred, the balloon was removed from the patient and a balloon rupture was confirmed. The procedure was completed with another of the same device. No patient complications were reported and patient status is good.